Event description:
It was reported that 6 days post op of a duodenectomy procedure the patient had been doing well, but died overnight in her sleep from a massive hemorrhage of the gastroduodenal artery. Additional surgeon comment: surgeon feels that the harmonic scalpel caused unexpected lateral thermal spread which injured the gastroduodenal artery. This injury was not full thickness, and only several days post-op when the vessel was exposed to higher systolic blood pressures and normal hormonally mediated vasodilitation, did the injury become clinically significant.

Manufacturer narrative:
Date sent: 8/6/2008. Information not available, device not returned for analysis.